Manufacturer narrative:
The device involved in the incident was discarded by the facility and was unavailable for evaluation. No pictures of the device were provided. A record review was requested of and received from the device contract manufacturer. Nothing out of specification was found. The manufacturing process of reported batch lots was performed according to specification, standard operation and quality assurance procedures. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
The device involved in the incident was discarded by the facility and was unavailable for evaluation. No pictures of the device were provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had catheter implanted in marienhospital düren-birkesdorf on(B)(6) 2020. On (B)(6) 2021 she came on dialysis, with evidence of a longitudinal tear of about 2 cm between the two lumens of the catheter. So that no hd possible, stat. New catheter insertion took place.